Manufacturer narrative:
UDI (di); (B)(4).

Event description:
It was reported that received vibratory alert. Upon interrogation, the device found to be in back-up vvi mode. No adverse consequence to the patient. Device firmware download was successfully performed and normal device function restored.